Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the chuck on the saw was full of debris and would not lock the blade into place. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.